Manufacturer narrative:
(B)(4). Related to the patient's record previously existing in the easy track database. Current database patient identifier is pr: (B)(4). Device labeling: breast reconstruction includes primary reconstruction to replace breast tissue that has been removed due to cancer or trauma or that has failed to develop properly due to a sever breast abnormality. Breast reconstruction also includes revision surgery to correct or improve the result of a primary breast reconstruction surgery. There have been several studies published that examined the risk of other types of cancers, e.g., thyroid cancers, urinary system cancers, sarcoma, endocrine canter, connective tissue cancer, cancer of the eye, and unspecified cancers in women with breast implants. All of those studies found no increased in risk in women with breast implants.

Event description:
Patient reported having been diagnosed with "lymphoma cancer in the stomach." Physician confirmed diagnosis of "diffuse large b cell lymphoma" with treatment being chemotherapy form (B)(6) 2009 and then radiation therapy. Device remains implanted. This med watch is for the right side.